Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a defective barcode scanner was found at the station. A field service engineer proceeded to reset the usb cable and its connections at both ends. Then, the usb drive was reset in windows, followed by a restart of the station to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system scanner malfunctioned and failed to scan any medications, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.